Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the tip cover was burned. The cause was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.